Event description:
A peritoneal dialysis (pd) patient's daughter contacted (B)(6) customer service to report the island dressing irritates the patient's skin. No more information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).